Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aorta abdominalis. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at less than rated burst pressure for few seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: mustang 7.0 x 60, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification, the rated burst pressure for this device is 20 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aorta abdominalis. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at less than rated burst pressure for few seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications nor injuries reported and the patient status was stable.